Manufacturer narrative:
Investigation: the provided components were examined visually and microscopically with the digital microscope vhx-5000 keyence eq.-nr. 2000024840 and the digital-camera "panasonic dmc tz8". This case was discussed with a specialist from the product management. The nr294k: course screw d 12 x 157 is broken at the area of the thread. The smaller broken fragment of the nr294k course screw d 12 x 157 is still fixed in the nr400k nut f/femur extens.stem all sizes neutr. The fracture surface of the smaller/minor fragment show no indication for a material defect like blow holes or foreign material inclusions. The fracture surface of the major part shows signs of so arrest lines which indicate a fatigue fracture. There are also several secondary damages bright shining areas. The nr294k femur extens.stem 6° d12x157mm cemented is also broken at the interface with the femoral component. The fracture surface shows also no indication for a material defect like blow holes or foreign material inclusions. The surface of the femur box shows massive material abrasion/imprints/wear which indicate an unusual high load between the nr292k femur extens.stem 6° d15x77mm cemented and the nb019k enduro femoral component cemented f3r. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear (bone cement residues and/or bone chips). Batch history review: the device quality and manufacturing history records (DHR) have been checked for this product and found to be according to our specification valid at the time of production. There are 0 similar complaints against the same lot number. The review of risk assessment revealed that the overall risk level (severity 4(5) and probability 2(5)) according to din en iso 14971 is still acceptable; the current failure rate is within the risk analysis and therefore acceptable. Conclusion and rationale: there are no hints for a product/material related error. According to the quality standard and DHR files a material defect and production error can be excluded. It can be assumed that the patient had several bone defects patient suffered a fall. Radiologically, a periprosthetic fracture was found. Extract from the surgery report (operation/implantation date (B)(6) 2018): " large femoral intercondylar bone defect" - "femoral shows a pronounced defect". The above mentioned bad/difficult bone situation was compensated with bone cement and a screw connection in the femur area. Probably in the course of time the bone degraded more and more and/or the condylar bone support was no longer sufficiently given, respective cement has been loosened from the bone. Most probably these circumstances led to the femur component not being supported enough any more (femur loosening). As a result of this the femur component was held primarily by the connection to the femur stem. This femur stem has therefore been excessively dynamically loaded which has finally resulted in a fatigue fracture. Conclusion/preventive measures: based on the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nr294k - femur extens.stem 6° d12x157mm cemented. According to the complaint description, postoperatively, the femoral stem fractured from the femoral box. A revision surgery was necessary. The adverse event is filed under aag reference (B)(4). Associated medwatch reports: nr294k (9610612-2023-00057) - 400580132. Involved components: nb018k - enduro femoral component cemented f2r - lot 52418277 (medwatch report: 9610612-2022-00372 (400580131)) - originally considered to be a leading material. Nr880m: enduro meniscal component f2 10mm - lot 52694221. Nb011k: enduro tibial comp.offset cemented t1 - lot unknown. Nr191k: tibia offset stem d12x52mm cemented - lot unknown. Nx042: patella 3-pegs p2 - lot unknown. Nb017k: enduro femoral component cemented f1r - lot 52401557. Nr860k: enduro locking nut f/rotation axis - lot 52401557. Ae-qas-compet-imp from comp- lot unknown. Nr400k: nut f/femur extens.stem all sizes neutr. - lot unknown.